Event description:
The event is reported as: the unit will not heat up.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is on-going at the time of this report. Per DHR (device history record) the product was manufactured on 10/07/2009. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.